Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization was between 560 mg/dl and 570 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The customer also mentioned having blood glucose levels of 600 mg/dl. The customer states that their insulin pump is not working properly, the customer declined troubleshooting. No additional information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.